Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose. The customer¿s blood glucose level was 250 - 300 mg/dl, 229 mg/dl, 248 mg/dl, 61 mg/dl, 295 mg/dl, 202 mg/dl 495 mg/dl 309 mg/dl and 365 mg/dl. The customer was treated with bolus. The customer was advised to call back the help line back for troubleshooting. The insulin pump will not be returned for analysis.